Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient tried to use the ins for a year and a half, but they had some problems and was no getting any satisfaction in their feet. The patient stated that their feet are numb and stay numb. The patient stated that they got caught in an electrical storm which really made it mad and they were shaking all over so they turned it off and never turned it on again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that there were no specific circumstances that led to the lack of effect and the numbing of the feet; the patient stated that therapy just did not work for a while. The patient also reported that they were given tylenol massager to resolve the therapy issues and symptoms.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the lack of effect was device programming after the electrical storm. The patient tried some nerve stimulant capsules, and nerve rub and both were not effective. The patient's feet are 2/3 numb especially during sleep time. The patient stated that they have gotten used to the way they feel. The patient also stated that they get lazy at times and they have to watch their footing and move slowly for the time.